Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving clonidine (4000mcg/ml at 192mcg/day) via intrathecal infusion pump for non-malignant pain and peripheral neuropathy. It was reported that a dye study was being performed prophylactically before pump replacement and that they were unable to withdraw an adequate amount from the cap. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the catheter would be evaluated at the pump replacement. The issue was not resolved at the time of the event. The patient¿s status was alive with no injuries. No symptoms or further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2003; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the inability to aspirate the catheter was not known. It was reported that the catheter would be replaced.